Manufacturer narrative:
Incorrect information was reported in initial report in section e. Due to the initial reporter being "anonymous", initial reporter telephone number was not provided, therefore initial reporter telephone number (e1) should be blank and patient sex is unknown (a3a).

Event description:
A customer reported an issue with her insulin pump, which required her to fill it three times before it was programmed and subsequently began leaking. There was no adverse impact to the customer's blood glucose level. Technical support attempted to follow up with (B)(6)but was unable to reach her, and no message could be left.